Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and boluses were delivered. The customer acknowledged and continued using the pump for insulin therapy.